Manufacturer narrative:
Result: scale required calibration.

Event description:
It was reported by service report that the scale was not accurate. No patient involvement or adverse consequences are reported.